Event description:
It was reported that the skin graft mesher was not making a smooth cut. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and it was determined that the roller and ratchet gear were damaged. Parts replaced included; roller, gear and ratchet. The device was repaired, calibrated and returned to the customer. A review of service records indicate that the device was purchased in 1998 and had been returned to the manufacturer for repair or preventative maintenance four times with the last time in being december 2008. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance."